Event description:
It was reported that the programmer continues to display the same error message. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the system error, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the main processor unit (mpu) board would not communicate with the keyboard and the fan was noisy.